Manufacturer narrative:
Initially, a getinge field service engineer evaluated the iabp and was unable to duplicate the reported issue. Subsequently, the fse again performed the charge and discharge test to duplicate the problem and determined that there was a possibility that the battery would deteriorate over time as when it was placed in another unit, similar symptoms were confirmed. To resolve the issue, the fse replaced the batteries and verified that all functional and safety tests were passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown while running on battery power at a seminar. The shutdown occurred during the initial autofill procedure and occurred a second time at the same point while running on battery. In addition, five (5) leds were illuminated for both batteries and then suddenly disappeared. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) performed inspection on the iabp but the reported incident was not duplicated by the fse. The device has not been released for clinical use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown while running on battery power at a seminar. The shutdown occurred during the initial autofill procedure and occurred a second time at the same point while running on battery. In addition, five (5) leds were illuminated for both batteries and then suddenly disappeared. There was no patient involvement and no adverse event was reported.